Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported that a patient underwent an interventional peripheral procedure on (B)(6) 2014. Following the procedure, the physician who is training to the aci device, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the entire balloon came through the artery after the physician deployed the sealant and was pulling the sheath up to the handle. A femostop was applied. The patient was not hospitalized.